Manufacturer narrative:
E1-facility name: social welfare corporation seirei welfare corporation (B)(6) hospital. E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had error message, e226. The issue happened during inspection/preparation prior to an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: e1,h2,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and information obtained from this complaint, and as a result of checking the photographs regarding the visual and functional inspection results of the product, the presence of electrical contact dents suggested a communication failure occurred, and e226 error was confirmed. The most probable cause was linked to the device but unable to trace more specifically. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had error message, e226. The issue happened during inspection/preparation prior to an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: d8; d9; h2; h3; h4; h6; h10 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and information obtained from this complaint, the presence of electrical contact dents suggested a communication failure occurred and resulted in a e226 error. The most probable cause was linked to the device but unable to trace more specifically. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had error message, e226. The issue happened during inspection/preparation prior to an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.